Event description:
It was reported that the patient presented remotely via (B)(6). Remote alert revealed that the implantable cardiac monitor (icm) exhibited undersensing. Programming changes on the sensitivity was performed. The patient condition was not known.